Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the concerto coil (model: nv-3-8-helix lot: a740378) was returned for analysis. The concerto pushwire was found bent. The implant coil was found damaged and still attached to the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the root cause could not be determined. The concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. The cause of the reported event could not be conclusively determined from the provided information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. Reference mdrs: 2029214-2019-00583 2029214-2019-00584 2029214-2019-00585 2029214-2019-00586 2029214-2019-00587 2029214-2019-00588. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that these all six medtronic coils were stuck at the tip of the microcatheter and all six coils had issues of failure to detach. The physician attempted to detach the coils 3-5 times each with the instant detacher and 2 times using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). However, at the end, by using other new concerto coil, the dr. Finished the procedure safely without any injury. The patient underwent coiling treatment for a pulmo artery fistula.